Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. No unexpected/beep anomalies were noted. Unable to perform operating currents, self-test, rewind test and displacement test or verify e13 alarms and blank display due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got a blank screen it was not press any key then went blank and beeping. Blood glucose was 135 mg/dl. Customer also reported that insulin pump received pump error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.